Manufacturer narrative:
Technique was reviewed with the user and she plans to try a sterile technique which requires sterile gloves to reduce risk of contamination.

Event description:
Patient (user) reported she experienced a urinary tract infection (uti). She was prescribed an antibiotic and feels fine now. No device problem reported. User stated she often touches the catheter tubing with bare hands during the insertion process which may be contaminating the catheters.